Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a loose lower sheath tubing to the flow cell. The fse replaced the lower sheath tubing to the flow cell to resolve the leak, the differential vote out, and "sheath tank not full" error. Failure mode is attributed to a loose lower sheath tubing to the flow cell and the instrument generated differential vote out and "sheath tank not full" error to alert the operator of an instrument issue. (B)(4).

Event description:
The customer reported a clenz leak involving the coulter lh 780 hematology analyzer which occurred while running samples. The volume of the leak is unknown but the leak was not contained within the instrument and clenz leaked onto the counter. The instrument generated differential vote out and "sheath tank not full" errors. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.